Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the user had performed manually cleaning (pre-cleaning) of the endoscope, the user had set the endoscope in the subject device. However, then the user took out the endoscope without reprocess (cleaning and disinfection) from the subject device and the endoscope was used for the next patient. There was no patient injury associated with this report. The user also reported that it may have occurred because the person who set the endoscope in the subject device was different from the person who took out the endoscope and prepared the procedure for the next patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). However omsc reviewed the user report and since the endoscope that had not been reprocessed would be used for the next patient, omsc considered that it could not be denied the possibility of cross-infection. Since the serial number of the subject device could not be specified, the device manufacturer date could not be specified. But the subject device was considered to have been shipped in compliance with the specifications. [Conclusion]: in this case, the endoscope that had been pre-cleaned and set in the subject device was misunderstood as the one that had been washed and disinfected in the subject device and was used for the next patient by the user. This was an event caused by a mistake in the identification and management method before and after cleaning and disinfecting the endoscope by the user and was not a malfunction event caused by the subject device. To prevent recurrence, it would be suggested to the user the identification and management method so that the devices before and after cleaning and disinfection do not coexist. If additional information becomes available, this report will be supplemented.